Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead got dislodged several months after pocket closure. The physician performed a surgical intervention and tried to reposition this rv lead however the lead tip became stuck in the vasculature. The physician then was unable to push the lead forward nor pull it back. This rv lead had to be extracted using a cook medical lead extraction tool. Rv lead was successfully explanted. A new atrial lead was placed. No additional adverse patient effects were reported.